Manufacturer narrative:
One sample was received for quality evaluation. The sample was separated at the inlet port to the y-site smartsite closest to the male luer connector. Further investigation under magnification shows solvent residue on the mating surfaces. Separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause for the issue is a lack of solvent on the bonding surfaces of the tubing. No additional actions were taken for this issue as the product will not longer be manufactured at the location identified by the sample. Current work instructions have controls to assure the proper assembly between components at the new manufacturing location. A device history record review for model 37262e lot number 24129309 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: falling apart at the pig tales, it looks like its not glued in right.